Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal motor shut off. As mitigation, the user used a manual centrifugal hand crank to finish the last five minutes of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3 evaluation is in progress, but not yet concluded. Per the data log review: the log showed the user steadily decreasing revolutions per minute (rpm) on the centrifugal. It also showed that the user stopped the centrifugal from the ccu interface. Per the end user, no input was used to stop the centrifugal. A replacement ccu was sent to the end user.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The centrifugal control unit (ccu) was run for over 5 hours between continuous and pulse mode with no motor stoppage issues. The data logs were checked and did not show any data on the unexpected drive motor stopping. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.